Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device has been implanted for one year and during the follow-up, the remaining longevity was less than three months. As a result, a revision procedure will be scheduled. This device was explanted and replaced. Boston scientific technical services (ts) reviewed the data and concluded the therapy usage cannot explain the high power. No additional adverse patient effects were reported.